Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) exhibited a potential loss of capture (loc) on the left ventricular (lv) channel. The technical services (ts) reviewed the data, and the situation was present with both right ventricular (rv) trigger and ventricular rate regulation. The output was borderline to the 2x voltage recommended compared to the threshold and was even greater in the past. The rv rate electrogram showed the t wave after pacing in all beats, nonetheless, the low amplitude situation could be pointing towards potential intermittent capture. The technical services (ts) provided troubleshooting options for reprogram better outputs. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) exhibited a potential loss of capture (loc) on the left ventricular (lv) channel. The technical services (ts) reviewed the data, and the situation was present with both right ventricular (rv) trigger and ventricular rate regulation. The output was borderline to the 2x voltage recommended compared to the threshold and was even greater in the past. The rv rate electrogram showed the t wave after pacing in all beats, nonetheless, the low amplitude situation could be pointing towards potential intermittent capture. The technical services (ts) provided troubleshooting options for reprogram better outputs. This crt-p remains in service. No adverse patient effects were reported.